Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the device was dirty with minor scuffs. The unit was also missing a drain tube, a drain tube cap, and a water tank cap. The investigator subsequently filled the tank with water, attached a temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (unit going into an over temperature state) was not confirmed during testing. The unit was left running for two hours. The device did not go into an over temperature state. The temperature remained constant at 41.8 degrees. No fault was found with the temperature functionality. The investigator did not however that the device had an issue with the audible alarm. This issue resulted from a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the customer reported product problem was unknown. A root cause was not established for the temperature issue. The pcb was replaced to address the audible alarm issue. The aforementioned missing and worn components were also replaced.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) went into an over temperature state. No patient injury or complications were reported in relation to this event.